Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7085340 / 7092932.

Event description:
It was reported that the patient was experiencing discomfort at midline incision site. The physician believed that the anchor was not seated well in the back under the fascia. The patient underwent a revision procedure wherein the physician had to push the leads and anchors down deeper. The patient was doing well postoperatively. Nothing was replaced or explanted.